Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to clinic after complaint of abdominal pain and twitching. Upon device interrogation, no capture and drop in r-wave amplitude was observed. Twitching was not reproducible in clinic. Lead dislodgement was noted on x-ray. Lead was repositioned successfully with no complications. Patient was stable.